Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported positive results for the alinity m sars-cov-2 assay while the samples were negative when tested on another technique. Molecular application specialist (mas) checked the result log file and the customer had a reactive negative control (nc). The customer had 9193 (negative control is reactive) and 9181 (internal control failed) error code on the control themselves. The customer had 2 quality control (qc) failed for sars-cov-2 on (B)(6) 2021 and in both cases the nc were reactive. The customer had been having internal control (ic) failures, which was why she decided to test samples on another platform. Not all the potentially false positive results were run with the reactive nc. Mas performed additional log file analysis and found that the ic failures were more likely due to amp kit mishandling, but one cannot conclude that the handling is also the cause of the false positive. Mas suggested to performed maintenance as well as a contamination survey and to handle amp kit as per operation manual. The customer used extraction and amplification from seegene. They used the same collection tubes as per their normal procedures; no buffer except the buffer that the kit provides. They normally store the samples at 2-8 degree c in a dedicated fridge; they work on alinity from aliquots and also on seegene. In this situation, they didn't store the samples that were re-tested between testing. The samples were immediately switched on other platform. The customer stated that they reported outside the lab the alinity's results that did not have flags, otherwise, she reported the results from the other instrument. Summary to follow indicates how customer handled results, which indicates that they reported the result from seegene. Sample ids (B)(6) generated a detected result when run on the alinity m sars cov-2 assay. When run on the seegene assay, the customer concluded sample ids (B)(6) were inconclusive and reported the results as inconclusive. When run on the seegene assay, sample ID (B)(6) generated a not detected result and was reported as not detected. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: amplification curves of complaint samples were reviewed. Additionally, the customer files associated with this complaint were reviewed. The files involving sid (B)(6) (sid (B)(6) also received an ic failure flag) was invalid. There was error code 9193 (negative control is reactive) against the controls and flags (negcontrolfailed, poscontrolfailed) on the samples were observed. While the assay interpreted the curves correctly, the sids results were invalid and retest is required. The run involving sids (B)(6) and the run ((B)(4)) involving sids (B)(6) were valid. There were no error codes associated with the samples but flag for ic failure on these sample was observed. The run involving sids (B)(6) was valid. There were no error codes associated with the samples and no flags on the control was observed. The review of the customer data demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-090) are performing as expected. Quality data review: DHR review was performed for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415. One additional complaint related to the reported issue was identified, which was independently investigated and unconfirmed. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 was not identified.